Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported during a knee arthroscopy, the shaver blade left very minute metal particles in the patient's knee joint space. The surgeon washed out the knee but was unable to remove them. He was not unduly concerned as they were minute but thought we should be aware.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the complaint device reveals no anomalies to the outer shaft. When the inner shaft was examined, there were also no anomalies. Further microscopic inspection revealed very minor nicks on the distal tip of the outer shaft. It can be confirmed from the provided picture that the reported condition occurred. A definitive root cause could not be determined at this time. It is possible that the device may have hit a hard surface, causing the minor nicks found, which could have potentially led to the metal shavings. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).